Manufacturer narrative:
Concomitant medical products: lpa1200m lead, implanted: (B)(6) 2017 and 479888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and was pulled back into the right atrium. The physician attempted to reposition the rv lead, however, the lead was entangled with the right atrial (ra) lead and a laser lead extraction was conducted. A new rv lead was implanted. No patient complications have been reported as a result of this event.